Manufacturer narrative:
The explanted ipg was not returned to bsn as it was kept by medical facility.

Event description:
A report was received that the patient was experiencing inadequate stimulation and discomfort near the implant site. The patient underwent a revision procedure wherein ipg was replaced and relocated. No device malfunction was suspected. The patient was doing well postoperatively.